Manufacturer narrative:
Analysis confirmed that the stylus and cursor were not aligned. It was also found that the power cord bay assembly latch was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen would not calibrate. The programmer has been returned for repair. No patient complications have been reported as a result of this event.